Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Event description:
It was reported that a debridement and washout were performed after a resurfaced patella had come loose.